Event description:
Post routine hemodialysis treatment, pt began having seizure-like activity. After seizure, pt not breathing. Airway placed and o2 @ 10l per ambu bag administered. Pt unresponsive. 1700cc normal saline given. Cardiac monitor on. Md paged and ambulance called. Pulseless vtach. Defibrillated at 200 joules. Chest compressions started. Emt arrived. Pt intubated and epinephrine given per emt. Chest compressions continued. Trnasported via ambulance to hospital e.r.. Pt pronounced dead at hospital.